Event description:
I had a total knee replacement done on my right knee on (B)(6) 2011. I have had nothing but pain and problems since the operation and have seen four different specialists inside the (B)(4) that took x-rays and told me everything was in place and I needed to wait at least 1 year for full recovery could not tell me why. The pain not only persisted but is growing worse by the day and I am in pain 24/7, sleep is almost impossible because of the pain and movement is painful, period. I went to a specialist in revision with (B)(6) hosp orthopedics who told me on the first visit that I would need a revision on my knee. I asked for the operative report as well as my discharge summary to see which hardware was used and it was: a 65 mm right femur, a 71 mm tibia, 31 mm patella, 12 mm polyethylene biomet vanguard knee using signature custom jigs. I went online to see comments of others which have had the biomet vanguard knee and there are many reports of people suffering as long or longer with the same complaints and are searching for relive only to be told the x-ray looks good and all is in place. I am scheduled for a revision on the (B)(6), 2012. It is excruciating pain and I hope this device will be taken off the market so no one else has to go through this! Thank you.